Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a blood glucose value over 400 mg/dl after the user consumed an unusually large, high-fat, high-carbohydrate meal, and the pump was expected to deliver correction to bring glucose down; the user planned to obtain a backup blood glucose meter. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and user education. Investigation included review of device-reported alerts and user-reported history. Investigation of this case revealed hyperglycemia with cause unclear, with no device malfunction reported and normal pump operation presumed based on expected corrective action. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.